Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because usb cable was missing and the issue was not resolved with troubleshooting.